Event description:
In 2009, the pt reported that she noticed an air bubble in her insulin cartridge and her blood glucose was elevated to 300 mg/dl. She stated that she had been bolusing through the infusion device to lower her blood glucose. To troubleshoot, the pt was instructed to disconnect from her infusion site and to perform a prime. She was able to remove the air bubble. She stated that she does not properly adjust the piston rod prior to inserting the insulin cartridge. She was educated on the proper procedure. The pt called back the same day, and stated that her blood glucose measured 50 mg/dl and she ate a small meal and her blood glucose elevated to over 300 mg/dl. She stated that she is a "brittle diabetic" and her blood glucose ranges from 50-240 mg/dl. She switched to her backup infusion device to see if her blood glucose improved. Upon follow up the next day, the pt stated that her blood glucose had returned to normal (110 mg/dl) and she believes there was an issue with the primary infusion device. The following month, the pt stated that since beginning use of the replacement infusion device she has no further issues with air bubbles. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.